Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle was removed from the charger. The battery life indicator showed it was completely charged. It was inserted into the shell as per the manual. The shell was closed and the green handle indicator light lit up as normal. The adapter was then loaded onto the handle and the adaptor indicator light lit up as normal. The reload was then loaded onto the handle and there was no response from the handle. The display screen dimmed and none of the functions of the stapler were working. The reload was unloaded and another load was tried. The handle did not respond. No functions of the handle would work. Even after removing the handle from the shell, the screen remained frozen with the handle indicator and adaptor indicator still displaying. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to a procedure, the handle was removed from the charger. The battery life indicator show it was completely charged. It was inserted into the shell as per manual. The shell was closed and the green handle indicator light lit up as normal. The adapter was then loaded onto the handle and the adaptor indicator light lit up as normal. The reload was then loaded onto the handle and there was no response from the handle. The display screen dimmed and none of the functions of the stapler were working. The reload was unloaded and another load was tried. The handle did not respond. No functions of the handle would work. Even after removing the handle from the shell, the screen remained frozen with the handle indicator and adaptor indicator still displaying. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.